Manufacturer narrative:
The cycler and cassette have not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported to the peritoneal dialysis nurse that a cassette tore during treatment. The patient discovered the tear following treatment and noticed fluid within the cycler. The patient was later examined by the nurse and did not display any signs of infection. No antibiotics were prescribed. Later follow up also showed no signs of infection. There is no adverse event associated with this incident.